Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) - the reported event of balloon material torn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The returned complaint device was confirmed to be from the reported lot number. Visual evaluation of the catheter of the device revealed a kink. Functional testing was performed; the balloon was inflated to its maximum pressure and no leaks or holes were noted. Based on the condition of the returned incident device, the complaint that the balloon was torn was not confirmed; however it was confirmed by the account that the correct device was returned for evaluation. Therefore this is no longer an MDR reportable event. It is possible the catheter kinked during insertion of the device through the scope, therefore the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure with dilation performed on (B)(6), 2011. According to the complainant, after advancing the device through the biopsy port, the balloon failed to inflate. The account reported that the balloon had torn. The procedure was completed with another balloon (unknown model/upn). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure with dilation performed on (B)(6) 2011. According to the complainant, after advancing the device through the biopsy port, the balloon failed to inflate. The account reported that the balloon had torn. The procedure was completed with another balloon (unknown model/upn). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.